Manufacturer narrative:
H6: the voluntary medwatch report was heavily redacted. As a result, section d4 (model number, catalog number, serial number and UDI number) is "unknown", and section h4 (device manufacturing date) will be left blank. Additionally, all of the information in section e1, initial reporter, is n/a (or blank) as the initial reporter is the patient and they requested to remain confidential. Ventec was able to determine that this patient had previously reported a different event to ventec (see medwatch report # 3013095415-2026-00337). Through the course of that investigation, ventec was able to determine the patient's dme. Ventec had contacted the dme for additional information during that investigation, but they were unable to confirm the serial number of the device used. The dme did confirm that the patient had made multiple contacts with them, and that they had switched out the device; however, the dme advised that the patient returned the replacement device and has since changed to a different dme. Due to the limited information available, ventec is unable to investigate this event further. In the event that additional information is received, ventec will submit a follow-up report as defined by 21 cfr 803.56. The device was not returned to ventec for an evaluation. The cause of the reported issues could not be determined.

Event description:
Ventec received a copy of a voluntary medwatch report which stated the following: "I am a diagnosed (c1, c2) quadriplegic who has been on a respirator for the past 31 years, where I have used lp-10s, ltv-950s, trilogy-100s, and now a vocsn since (B)(6) of last year. However, I have tried to deal with reacthealth and my dme company, (B)(6), to solve the problem, but it seems nobody cares, causing me, the patient, to suffer. What is going on is that the vocsn respirator does not function correctly when I fall asleep or get close to falling asleep, in that the machine stops delivering a breath." "I would like this issue resolved because I am tired of not being able to sleep on the voscn respirator, as it makes life more difficult than it already is." The patient who submitted the medwatch report had noted that the outcomes attributed to the adverse event were "life-threatening" and "disability or permanent damage"; however, no further explanation or details were provided. There were no reports of patient harm as a result of the reported issue.